Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 138 mg/dl. Customer stated that he just received a new pump and he was pushing the button 2-3 times because it was not holding. Customer stated that the buttons are still not working. Customer had to press the act button a few times to get it to the next screen. Customer was advised that the pump needs to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons function properly, no keypad anomalies noted during visual inspection. The insulin pump had scratches on reservoir tube window noted.